Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the patient experienced a continual sensor warm up period that went beyond the two hours. No additional event or patient information is available. Data log was reviewed for evaluation on 03/01/2017. Complaint for no intial calibration was confirmed. The root cause was determined to be signal loss during warm up. Based on the finding of permanent signal loss this is being reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test with the nordic bluetooth device was performed on the transmitter and it passed. A functional test was performed on the transmitter and it passed. Share log review was performed finding an observation of no inital calibration. The complaint was confirmed. The root cause of no inital calibration is connection loss. The root cause of the connection loss could not be determined.